Manufacturer narrative:
(B)(4). To date the lens remains implanted and therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) rotated counter clockwise about 45 degrees one day post-op. Additional information was received and it was learned that a secondary surgery for lens repositioning was scheduled for (B)(6) 2016. No further information was provided.

Manufacturer narrative:
Additional information: after a follow-up it was confirmed that the patient had surgery to reposition the iol on (B)(6) 2016. The patient's vision at 5 days post op was 20/20-2. There was no other complication or issues. Corrected data: upon further review of the report it was discovered that an incorrect event date was indicated on the initial report. The correct event date should be (B)(6) 2016. Device evaluation the lens still remains implanted and will not be returned. Therefore visual evaluation will not be performed and the complaint can not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The lenses were released according to specifications. The complaint history search revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.